Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump failed to recognize the cartridge during the load step. The force sensor calibration and force resistance measurement were out of specification. The pump was opened and there was contamination found on the force sensor shim. Additionally, investigation revealed that the battery compartment was cracked. Unrelated to these issues, investigation revealed that the keypad was torn near the contrast button. All keypad buttons responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specification, there was contamination on the force sensor shim, and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(4) 2015.